Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported his cgm was reading 400 mg/dl and above. The patient stated, "he went by this reading" and then he went to the emergency room (ER) where he stated his bg meter reading was ¿lower¿ (no specific value was reported). The patient declined to provide dexcom with any further event information, including patient symptoms, treatment details, or length of stay in the ER. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.